Manufacturer narrative:
Investigation: product has been discarded, therefore no product investigation possible. DHR nothing unusual to report was found during DHR review. All documents to lot 373929 are ok. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee. Correcting type of reportable event from serious injury that was reported in the initial report to type of reportable event malfunction. This is a follow up report for this corrected information.

Event description:
In this event it is reported that an eddy irrigation tip broke during use. No injury.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.